Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device was returned in the open position with the blade partially extended in the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the customer experience. After disassembly of the device, engineering noted an internal component was broken. The root cause of the event is the broken internal component. Applied medical has implemented process changes and will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received.

Event description:
Additional information received 09feb2017: she told me that after a certain time during procedure she wanted to pull to cut the blood vessel. The button to activate the knife did not work, so the knife didn't cut. In the beginning of the procedure everything worked well. They did clean the knife as usual. The patient is healthy.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed unknown- "I only had the info from the pharmacist who told me that the eb010 only coagulated. The doctor could not use the cutting function. Tomorrow I will contact the surgeon and will try to get more information. I keep you informed." Patient status- unknown.